Event description:
Infection.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for analysis due to hospital policy. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Infection.

Manufacturer narrative:
Additional devices listed in this report: cat 18-3675, lot 19252103, description: delta c-taper head 36mm +7.5; cat 542-11-54f, lot 23602001, description: trident psl ha cluster 54mm; cat 6054-1115s, lot 3r1mta, description: primary secur-fit plus max #11/15. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device product not returned to manufacturer.